Event description:
It was reported that the bd extension sets with maxzero needleless connector experienced blockage. The following information was provided by the initial reporter: rns having difficulty priming the bd maxzero syringe pump tubing.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. The customer reported that there are flow issues - fluid blockage- complete occlusion where rn's are having difficulty priming could not be verified due to the product not being returned for failure investigation. A device history record review for model # mz9226 lot number 22049114 was performed. The search showed that a total of 13,803 units in 1 lot number was built on 25april2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents.